Event description:
It was reported during preventive maintenance and was found to need a repair. There was no patient involvement. Due diligence is complete, and there is no additional event information available. Upon investigation, the motor speeds were erratic.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were erratic, the control bar was not in the correct position, and the device was out of calibration. The motor, reciprocating arm, eccentric shaft, spring seal, bearings, pins, screws, washers, and various other parts were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends